Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, haptic of a 3-piece silicone iol was "caught in the injector" during insertion, causing the tear that required intraoperative lens removal/exchange. No reported incision enlargement or any other tissue damage. Report, dated on 12/16/15, stated that there was no patient injury during lens removal and that backup lens was implanted. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter +24.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Visual inspection of the returned product found the lens optic torn in half. Piece of optic and one loop haptic is torn off and missing. Lens was returned dry. There was evidence of dry clear residue on optic surface. A lens work order search was performed and no similar complaint was found. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +24.00 diopter three piece silicone lens. Lens loaded and injected, lens ripped - the haptic got caught in the injector. Lens was completely removed from the eye. A new lens was implanted without difficulty. No patient injury.